Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor a lack of therapy. The patient stated that therapy has not reduced her symptoms by 50% or more. The patient did feel stimulation at the time of the call, but the patient stated that since implant she has felt stimulation in her leg and foot, however for the past 2-3 weeks the leg pain has worsened and her foot/toes go numb. The pain was "so bad she was limping." The patient stated that she turned stimulation off two weeks prior to the call because she got a uti and was given antibiotics and was instructed to wait until the uti subsides before turning stimulation on again. According to the patient during the time that stimulation was turned off the leg pain subsided, but the numbness was still present. The patient adjusted stimulation and the results were as follows: program 3 at 0.8 stimulation felt in hip, program 4 stimulation 1.2-1.9 stimulation felt in hip, program 1 at 0.8 stimulation felt in thigh, program 2 at 1.2 stimulation felt at bottom of hip. The patient also indicated that when meeting with her healthcare provider (hcp) it was determined that the patient was retain ing urine. The patient's hcp advised to patient to start catheterizing and then prescribed antibiotics. Patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.